Event description:
It was reported by the aci sales professional that a male patient weighing (B)(6) underwent a left heart catheterization procedure on (B)(6) 2011. A pre-procedural femoral angiogram revealed the stick below the inferior epigastric artery and in the middle of the common femoral artery (cfa). Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that successful hemostasis was achieved with the mynx. There was no report of complication during the procedure or closure. The patient's procedure was reportedly performed at the end of the day and to avoid being discharged in the middle of the night, the patient chose to stay in the hospital until the morning. Therefore, the patient was discharged to home on (B)(6) 2011. On the morning of (B)(6) 2011, the patient presented back to the hospital complaining of pain at the access site. A doppler ultrasound was performed to check for a pseudoaneurysm but was negative. The patient was, therefore, sent home. Reportedly, while the patient was being driven home, there was noticeable bleeding at the access site. It was also observed that a 2-inch hematoma had developed at the access site. The patient was then driven back to the hospital and was readmitted to the cardiac step down unit. A femostop was reportedly used to stop the bleeding and hemostasis was achieved. The hematoma at the access site reportedly resolved, however bruising developed at the patient's testicles. On (B)(6) 2011, it was reported to the aci sales professional that after the femostop was removed, it was noted that another hematoma had developed and appeared larger than the original hematoma. The nurse estimated the size of the hematoma to be around 2-3 inches in diameter and had resolved on its own. The patient was confirmed to have been kept in the hospital for observation and the scheduled second ultrasound was not performed. The patient was discharged to home on the afternoon of (B)(6) 2011. There was no reported patient clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1102006) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.